Event description:
The patient was admitted with sepsis; the cause of the sepsis was unknown. The patient expired. It was unknown if the patient's death was device related; they did not think the device was involved. The device system was used to deliver baclofen; they did not think the patient's death was related to the drug. The patient's device managing physician was contacted and reported that the patient's death was not reported to him. Further follow-up is not possible due to lack of additional contact information.